Manufacturer narrative:
The product is not expected to be returned for analysis. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
Boston scientific received information that this right ventricular (rv) lead was not successfully implanted due to helix issues and lead fracture. The lead was explanted and replaced. No adverse patient effects were reported.